Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy-defibrillator (crt-d) passed away 1.4 months after the device implant procedure. The following physician is questioning the device's functionality, although no specific allegation has been made. It was reported that the patient had a long history of respiratory problems, including multiple stays in an intensive care unit (ICU) for respiratory arrest. A boston scientific representative interrogated the device and reported what may be an episode of tachyarrhythmia around the time of death and that there may be evidence of undersensing.

Manufacturer narrative:
Event conclusion: the device has been returned to boston scientific's reliability assurance laboratory for testing and analysis. Initial analysis of device data shows several non-sustained patient ventricular episodes during the period approximately 30-45 minutes before the reported time of death. Noted within these episodes were instances of ventricular activity that occurred during the device's programmed blanking periods. Additionally, the most recently recorded lead measurements were confirmed to be good. This event will be updated when analysis is completed or if additional information is received.